Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the a clear plastic piece from the btt (blunt tip trocar) on the vasoview hemopro short port was observed in the leg. It was retrieved through the original incision with no other pt effects reported. No replaced was needed, as the function of the product was not affected and the procedure was near completion. The produce was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the short port btt. The device was returned along with two small pieces of a clear plastic (about 3x3 mm each). The two pieces of clear plastic were bloody and appeared to be part of a plastic package or bag. The device was also bloody. When the balloon was inflated with 25 cc of air, it inflated properly and showed no signs of tear or missing pieces. It can be concluded that the two plastic pieces were not torn silicon from the balloon. Based upon these findings, the reported complaint could not be confirmed as the device showed no signs of non-conformance. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4).